Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change for a dislodged infusion site and earlier high glucose, the user awoke to a cgm value of 54 mg/dl, ingested three glucose tablets, and then obtained a fingerstick of 76 mg/dl before calibrating the sensor; subsequent confirmation showed blood glucose increased to 114 mg/dl. Symptoms included hypoglycemia without reported clinical effects. Outcomes included self-treatment with oral glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education on calibration, confirmation with fingerstick testing, and guidance to avoid overcorrection. Investigation of this case revealed no device malfunction identified and an unclear cause of the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.